Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion during flow rate test. Flow test failed with volume infused of 75 ml. Rate at the time was 100 ml/hr and vtbi was 50 mls. The event happened during preventive maintenance. There was no patient involvement. No additional information is available.